Manufacturer narrative:
(B)(4). The customer reported that the device would not power on. The device was evaluated by philips. The symptom was clarified as a software hang during a software upgrade. Replacing the processor pca resolved the issue.

Event description:
The customer reported that the device would not power on.